Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the fiber had multiple breaks on the wire; however, a root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device. This report is related to MFR 00471 (1/2).

Event description:
Correction to b5 of the initial report: it was reported that there was an issue with 2 fibers during a ureteroscopy procedure. The first fiber was not as effective as it should have been and the second fiber popped out. There was a one minute delay to replace the fiber and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the laser exhibited an issue with 2 fibers. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.